Event description:
The user facility reported that the optic surface of the lens is cloudy. The lens remains implanted in the pt's eye. Due to similar complaints resulting in explantation, the co reporting this as a malfunction MDR.